Manufacturer narrative:
The reported event ¿we used retrieval catheter to try to retrieve device and the snares broke on that catheter¿ was confirmed. As received, a complete catheter was returned in one piece with a fractured cincher tube. Visual examination noted the braid wire was broken at the snare¿s distal end. X-ray examination did not find any anomalies with the exception of procedural damage. Functional test of the catheter could not be performed due to the catheter¿s as received condition. The cause of the reported event of snares broke was isolated to the catheter being damaged consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was attempting to implant the right atrial leadless pacemaker (alp) however, the tethers would not release the alp, broke off from the catheter, and remained on the device. Retrieval of the alp was attempted; however, the snare broke on the catheter. The alp remains implanted with the broken tethers attached. Further information was requested however, was not provided.

Manufacturer narrative:
Correction: this report is to retract report MFR: 2017865-2025-91212 submitted on 01 jul 2025. This is not a reportable event. All previously submitted information should be corrected to not applicable and null fields.